Manufacturer narrative:
(B)(4). This complaint of use error (patient disconnecting during therapy without putting disconnect cap on patient line) was confirmed based on the information provided by the customer. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error in the complaint. The cause of this complaint is use error. A root cause investigation is in progress.

Event description:
During troubleshooting of a check drain line alarm that appeared on the homechoice (hc) display during drain 4 of 4, the home patient (hp) revealed that she had mistakenly disconnected from the hc machine and did not put a disconnect cap on the patient line. The technical service representative (tsr) explained to the hp that the setup was compromised and the treatment was not completed. The tst then assisted the hp with ending the therapy and advised to contact the nurse about missed treatment. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. A follow-up report will be filed should any significant supplemental information become available